Event description:
The user had erroneous results generated for multiple tests for two patient samples on (B) (6) 2009 and four patient samples on (B) (6) 2009. The user provided data for the four samples from (B) (6) 2009, of which the following two results were discrepant. Sample 1 initial glucose result was 1 mg per dl. The repeat result from a different p module at the site was 144 mg per dl. Sample 2 initial bicarbonate result was 2 mmol per l. The repeat result from a different p module at the site was "normal". The user provided their normal range for bicarbonate as 22-29 mmol per l. None of the erroneous results were reported as they were caught by delta checks. No pts were treated based on the results. The field service representative determined there was gel on the sample probe. He stated the user cleaned the sample probe and "did not want service to come out at this time".